Event description:
A 10 year old patient received a jts (non-invasive) extendable distal femoral replacement, implanted in 2019. Previous lengthenings have occurred without any complications and the last successful lengthening occurred on (B)(6) 2023. At this point the implant was lengthened to 20mm altogether (5x2mm in 2021 and 4 x 2.5mm in 2022). After attempting to lengthen the implant on five separate days, (5x10 min), the implant would not lengthen and there was no evidence of lengthening on the x-ray. The surgeon tried switching the drive unit from side a to b for a few minutes but neither shortening took place. When the surgeon contacted onkos, troubleshooting instructions were provided to the surgeon. After going through all of the troubleshooting scenarios, the implant was able to lengthen as intended.

Manufacturer narrative:
The device will not be returned for evaluation. When the investigation is complete, a supplemental MDR will be submitted accordingly.